Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further review, it was discovered that a system error 2240 (air in line/set) alarm preceded the system error 2367 alarm. The reported system error 2367 occurred as a result of the system error 2240 alarm and works as a failsafe shutdown after which the patient is able to begin or continue therapy with manual supplies. The cause of the system error 2240 alarm was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) occurred on the homechoice device during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.